Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of thrombophilia and pulmonary embolism with contraindication to full anticoagulation experienced postoperative bleeding secondary to right knee replacement was scheduled for placement of an inferior vena cava (ivc) filter. The bilateral groins were prepped and draped in a standard surgical fashion. The left common femoral vein was cannulated in antegrade fashion and a guidewire was advanced into the ivc. A venacavogram performed identified single renal veins bilaterally with the left 1.5cm inferior to the right. The wire and dilator were placed and the site of the lowest renal vein was marked on the screen and the filter was deployed approximately 1cm below the left renal vein without notable tilt or aberrant deployment. A completion venacavogram demonstrated good wall apposition and positioning of the filter. The patient tolerated the procedure well, the sheath was removed and pressure was held on the left groin. Approximately four years six months post filter deployment, following discharge for right retroperitoneal hemorrhage, an abdominopelvic CT was performed for abdominal pain. The scan demonstrated a subacute to chronic right retroperitoneal hemorrhage with no acute blood products identified. The hematoma had two components, the more cephalad component was abutting the medial wall of the kidney measuring 7.5 x 5.1cm. The second component was noted to be in the inferior aspect of the retroperitoneum measuring 9.6 x 5.8cm. There was no mention of the vena cava filter. Approximately four years seven months post deployment, an x-ray series of the abdomen performed for abdominal pain and hemoptysis noted the filter to be present with a tiny fragment of the filter detached and located in the right inferior pulmonary artery (this was noted to be present on the comparison film performed four months prior). CT enterography performed noted two small ventral lower abdominal hernias and small inguinal hernias containing fat and mild improvement of the peritoneal hematomas noted approximately one month prior. Approximately four years nine months post filter deployment, a chest x-ray noted the tiny fragment of the ivc filter visualized in the right inferior pulmonary artery was unchanged. Approximately seven years eight months post filter deployment, an abdominopelvic CT performed for lower back and abdominal pain demonstrated a compression deformity at t11 (age indeterminate) with approximately 40% loss of vertebral height. The ivc filter was noted to be infrarenal with portions of limbs extending beyond the caval wall abutting the neighboring bowel, the bowel appeared to be unaffected. Approximately seven years nine months post filter deployment, the patient presented for retrieval of the filter. The right neck was prepped and draped in the usual sterile fashion and the right internal jugular vein was accessed with a micropuncture kit. A guidewire was then threaded through the right heart and into the ivc, and a sheath was placed into the ivc, just above the filter. An inferior venacavogram performed demonstrated no evidence of thrombus in the ivc or ivc filter and no contrast extravasation. Endobronchial forceps were then placed through the sheath and used to grasp the hook of the ivc filter which was then collapsed into the sheath and removed in its entirety. A follow-up venacavogram was then performed through the sheath demonstrating minimal waist at the site of retrieval and no evidence for contrast extravasation. X-rays were performed in multiple obliquities, revealing no residual metallic fragments. The filter itself was evaluated, confirming 6 legs and 5 arms. The sheath was removed and hemostasis obtained utilizing manual compression. There were no immediate procedural complications. Gross pathology performed on the filter noted a grey metallic portion of material consistent with an ivc filter which was 4.7cm in length and ranged from 0.1-0.2cm in diameter at one end. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years and seven months post deployment, an x-ray noted the filter to be present with a tiny fragment of the filter detached and located in the right inferior pulmonary artery (this was noted to be present on the comparison film performed four months prior). Approximately four years nine months post filter deployment, a chest x-ray noted the tiny fragment of the ivc filter visualized in the right inferior pulmonary artery was unchanged. Approximately seven years eight months post filter deployment,ivc filter was noted to be infrarenal with portions of limbs extending beyond the caval wall abutting the neighboring bowel, the bowel appeared to be unaffected. Based on the provided medical records, the investigation can be confirmed for filter limb detachment and perforation of the ivc wall. Per the reported medical records, the patient had a gastric lap band and it is unknown if it was placed after filter deployment. Per the instructions for use, the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Therefore, it is possible that the bariatric surgery performed affected the integrity of the filter and contributed to the reported issues. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. An inferior vena cava filter was deployed in an infrarenal position for postoperative bleeding and contraindication to anticoagulation in the patient with a history of thrombophilia and pulmonary embolism. Approximately four years three month post deployment, one filter limb was identified on an abdominal film to have become detached and was located in the right inferior pulmonary artery. Approximately seven years eight months post deployment, the filter was noted to be infrarenal with portions of limbs extending beyond the caval wall abutting the neighboring bowel, the bowel appeared to be unaffected. Approximately seven years nine months post deployment, the filter was successfully captured and retrieved with endobronchial forceps. Post retrieval imaging demonstrated minimal waist at the site of retrieval and no extravasation. Visual examination confirmed six legs and five arms intact. There was no reported attempt to retrieve the detached limb in the right lung. The patient tolerated the procedure well and was hemodynamically stable at the conclusion. No additional medical records were received for this patient.